Manufacturer narrative:
Corrections have been made as follows: adverse event/ product problem change from both to adverse event recall (z) number from res 88058 to z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung issues resulting in death. The patient reported that the device is not functioning and will not turn on. The patient 's daughter did not report that the patient received any medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.